Event description:
Caller reportedly received the following results on two different inform meters within 10 minutes: 548 mg/dl (meter used unknown) 2) 201 mg/dl (meter used unknown) caller is not sure which meter obtained which results. Meters in question have the following serial numbers: meter 1 - (B) (4) meter 2 - (B) (4) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with a sponge. The customer reported that the gauze frayed inside a wound, which then had to be irrigated.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device system for meter 2 ((B) (4), strip lot 551153, exp. 02/28/2011). Reference medwatch report with (B) (4) for the suspect device system for meter 1.